Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh and an ams monarc sling were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, and nausea. It was reported that the patient underwent mesh removal on (B)(6) 2010 based on physician recommendation. (B)(4) ¿ bowel problems; undefined recurrence; urinary problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.